Event description:
Initial report received 5/2005 via FDA medwatch user facility report #0300640000-2005-8009: "the pt was electively scheduled for atrial septal defect device closure in the cardiac cath lab. A sizing balloon was used and a size 12 device was inserted but found to be too small. A size 14 was then inserted but was also too small. As a size 16 was being inserted, it popped through and entered the aorta. A snare was inserted to retrieve the device and approx one hour later, the device was retrieved. The pt experienced what was described as a vaso-vagal reaction and required atropine. Pt's blood pressure dropped into the 80's and their pulse increased. The camera was used to take pictures of the aorta to look for damage or rupture, and none were found. Other that a soft grade 1/6 systolic murmur at the left sternal border, the [pt's] physical exam was within normal limits. No testing was done following event. The pt was admitted for observation and released the following day." Cath lab report received 6/2005: pt history: the pt has a modrate secundum atrial septal defect with moderate right ventricular volume overload with right atrial and ventricular dilation. Pt has developed delay with seizure disorder. Twelve lead electrocadiogram performed prior to the procedure was within normal limits. Using intracardiac imaging, the defect was located anteriorly in the septum with a limited retro-aortic rim, measuring 10-14mm. Inflated balloon showed a waist that measured 10mm by fluoroscopy. Deployment with a 12mm asd device was attempted, however, the left atrial disc pulled right across the defect to the right atrium. Using a 14mm device was then attempted, but that device was also too small. On the third attempt, a 16mm device was deployed and released after confirmation of satisfactory device position. Following release of the device, the device is seen to orient in a satisfactory position by fluoroscopy initially and remains in the septum for a brief period. However, intracardiac imaging showed disappearance of the device from the atrial septum; the device was seen in the ascending aorta. Additional heparin was given and the device was snared from the ascending aorta through a retrograde arterial approach and pulled through the right iliac artery. A 10f sheath was placed within the 14f sheath to control blood loss from the back valve of the larger sheath. Following device retrieval, angiography of the descending aorta showed normal aorta without evidence of tears or dissection. Right iliac artery was normal without evidence of trauma to it. Blood loss was estimated to 40-50 ml from sheath exchanges and leakage from the back valve of the larger sheath until the leakage was controlled by placement of sheath within the larger sheath. Vasovagal hypotension and bradycardia with complaints of nausea during the retrieval process resolved with atropine. The pt was returned to the recovery unit in satisfactory condition. "Reivew of intracardiac imaging showed a moderated sized atrial defect in the anterosuperior septum which measured 13-14mm. The catheter wire unit is seen to cross the septum into the left atrium, however, it is likely that this catheter wire unit is through a patent foramen ovale. Therefore, balloon sizing to 10mm is likely the size of the stretched patent foramen ovale rather that true sizing of the secundum atrial septal defect which is located more in the anterosuperior septum. It is likely that a larger device would have a greater likelihood of being retained within the atrial septum for a 13-14mm defect which has a floppy posteriointerior rim with rather aneurysmal sway on the intracardiac imaging." Device closure of the defect had been deferred to a later date.